Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart alarm and the act button would not work as it was pushed in and the screen kept scrolling. The customer's blood glucose was at the time of the incident was unknown. The customer did not recall any significant events leading to the issue. It was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No ramping numbers were noted on the display. The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self-test and unexpected restart error tests. No unexpected restart error alarms were noted. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, a cracked reservoir tube window and minor scratches on the display window.